Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements of up to greater than 125 ohms. Technical services (ts) discussed that this was a single coil lead and the information was indicative of calcification around the coil. They further discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.